Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for a device check after complaining of shortness of breath. The patient was a twiddler. Upon interrogation, loss of capture was observed. Dislodgement was observed via pre-op x-ray. After the lead was repositioned, low, out of range pacing impedance was observed. When repositioning was unsuccessful, the lead was explanted and replaced. The patient tolerated the procedure well and will continue to be monitored normally.